Manufacturer narrative:
The sample is serum collected in a sst tube. It was then aliquoted and frozen unit analyzed. Qc is performed once every 24 hours and was within the customer's established ranges during this event. Per the customer, the last proficiency samples were reanalyzed with similar results. A new policy to repeat all b12 results of <179 pg/ml has been implemented since this event. The customer has a service contract with a third party vendor and service has not yet been dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous vitamin b12 results below the normal reference range for one patient's sample that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory and was questioned by the physician. Upon repeat the result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample is serum collected in a sst tube. It was then aliquoted and frozen unit analyzed. Qc is performed once every 24 hours and was within the customer's established ranges during this event. Per the customer, the last proficiency samples were reanalyzed with similar results. A new policy to repeat all b12 results of <179 pg/ml has been implemented since this event. The customer has a service contract with a third party vendor and service has not yet been dispatched. This follow up is submitted to add additional information to the original report. The following information is added: this reportable event was identified during a retrospective review of complaints within the date range (B)(4) 2010 - (B)(4) 2010 for additional reportable events/occurrences. This reportable event is related to the previously submitted MDR 2122870-2010-00656.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous vitamin b12 results below the normal reference range for one patient's sample that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory and was questioned by the physician. Upon repeat the result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.